Event description:
Original hernia repair conducted with product that has now voluntarily been recalled by the manufacturer due to greater than expected recurrence/operative rates. Patient required a second procedure due to recurrent hernia.